Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the following were confirmed from the information provided: (1) noise on the image: board set replacement; (2) noise on the image: cleaning of the connection part. It was surmised that the phenomenon occurred because the connection part was not sufficiently cleaned and the board set was defective. The cause of the defective board set could not be determined. According to the service department, the phenomenon was resolved after the connection part was cleaned and the board set was replaced. The instruction manual identifies the following related verbiage which may have prevented the phenomenon: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ olympus will continue to monitor field performance for this device.

Event description:
Additionally, it was reported that the reported error was discovered before the procedure.

Manufacturer narrative:
The device was repaired onsite. Upon evaluation, the connectors were cleaned and the board set was exchanged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center generates noise on the image with different endoscopes. There was no patient involvement, no harm or user injury reported due to the event.